Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and advised them to call back if the malfunction recurred. The customer acknowledged the instructions and continued using the pump without further issues.